Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the cartridge was leaking in the cartridge chamber across multiple boxes, and the user acknowledged sometimes overfilling and confirmed inserting the cartridge into the ilet while it was connected to tubing. Symptoms included no reported adverse clinical effects. Outcomes included replacement cartridge kits and user guidance to leave additional headspace and insert the cartridge before connecting tubing. Investigation included customer interview and troubleshooting. Investigation of this case revealed that the leakage was consistent with user technique, including potential overfill and connecting tubing before cartridge insertion, which can compromise the seal at the rubber stopper and tubing interface. It was concluded, based on previously established findings for similar reports, that the cause was use error related to overfilling and assembly sequence.